Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s spouse confirmed the patient was diagnosed with peritonitis (date not provided) and was self-administering intraperitoneal (ip) antibiotics as instructed by their pd registered nurse [(pd)rn]. The patient¿s spouse stated their abdominal pain has subsided, and they are resting comfortably in bed. The cause of the infection is unknown, as the patient has very good technique. The patient is still undergoing ccpd without issue and is recovering from the events. The patient continues to utilize the same liberty select cycler as before the events without issue. Subsequent attempts to contact the pdrn for additional information (e.g., causality, antibiotic type, organism) have thus far proven unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain), which required antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Limited information precluded a more comprehensive investigation. However, per the patient¿s spouse, the patient continues to utilize the liberty cycler set without reported issue. It is well established those individuals undergoing pd for rrt are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s spouse confirmed the patient was diagnosed with peritonitis (date not provided) and was self-administering intraperitoneal (ip) antibiotics as instructed by their pd registered nurse [(pd)rn]. The patient¿s spouse stated their abdominal pain has subsided, and they are resting comfortably in bed. The cause of the infection is unknown, as the patient has very good technique. The patient is still undergoing ccpd without issue and is recovering from the events. The patient continues to utilize the same liberty select cycler as before the events without issue. Subsequent attempts to contact the pdrn for additional information (e.g., causality, antibiotic type, organism) have thus far proven unsuccessful.